Manufacturer narrative:
Add'l info has been requested. Unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed no conclusion could be drawn, as no product was returned and no lot number was provided. W/o a lot number the device history records review could not be requested.

Event description:
Pt status post plate and screw implantation heard a popping sound and returned to surgeon. An x-ray showed the plate and two screws were broken. Surgeon removed the hardware and replaced with another plate and screws. The shafts of two screws could not be removed and remain in the pt's bone. This is two of three reports for this event.